Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that service was required for the device. During service an air leak was noted. The device was not being used during surgery. It is unk if there were injuries or medical intervention reported. The date of occurrence is unk. There was no additional info provided.